Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced mesh exposure and abrasion. The patient is on waiting list of mesh removal. No further information is available.